Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a stent dislodgement occurred. Vascular access was obtained via the femoral artery. The 80% stenosed target lesion was located in the moderately calcified and mildly tortuous left common iliac artery. This 7.0 x 40 x 75cm express b-I ld stent was advanced through an unknown 6fr introducer. As this express stent reached the target lesion, the physician decided a longer stent was needed. While removing this express stent delivery system (sds), it was observed that the stent was not on the balloon once the sds was removed. The physician noticed that the stent was in the sheath. A buddy wire technique was used to put in a .014 guide wire but they were unable to retrieve the un-deployed stent. The physician decided to advance the stent into the vessel using various sized balloons ranging between .014 - .018. This express stent was successfully deployed at an unintended location. A second stent was needed to cover the lesion. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).